Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service repair technician observed that the air water channel contained white residues. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: a root cause could not be identified. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.